Event description:
An event occurred on an unspecified date in (B)(6) and involved a 60" (152 cm) appx 2.2 ml, ext set, smallbore w/clave¿ clear, nanoclave¿ stopcock, 0.2 micron filter, spin luer. The customer reported that at 3am, two nurses noticed that the gtt tubing that was infusing midazolam continuously was wet/leaking at the connection hub right next to the stopcock/proximal to the patient. The doctor was notified and s/he was able to manually tighten the connection a few centimeters away from stopcock to stop the medication from leaking. The gtt tubing had been primed and hung at 2000 and was not noted to be leaking during the priming process. The customer said that they cannot be sure when the tubing started to leak as the syringe volume was appropriately decreasing and the pump volumes correlated with the volume that was supposed to be delivered. There was patient involvement (infant) and no reported patient harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not been received. D4: only di provided as lot number is unknown.